Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm issue. It was reported that the pump emitted multiple cs 056 call service alarms after exposure to water. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10 -may-2019 with the following findings: the pump powered on to a call service 056 alarm. Unable to perform steps 10, 11, 13, 21 and 35 due to alarm. There was moisture visible in display. The pump case was cracked near top right corner of display and leaked at crack in case. The pump was opened; moisture damage found on the printed circuit board.there was an alarm due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.